Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by technical support providing pump reset information and assisting the caller with resetting the pump, which prevented the malfunction code from recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurred, and the caller acknowledged this advice.